Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, image malfunction was due to a disconnection in printed circuit board. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during inspection for use. There were no reports of patient involvement.